Manufacturer narrative:
Initial reporter postal code: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. This issue was discovered prior to patient use. The device was filled with flucloxacillin 8000mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from march 28, 2019 - march 30, 2019. H10: the device was received inside a sealed clear plastic bag containing 420ml of fluid in the bladder. Visual inspection with the naked eye did not identify leak fluid inside the bag. The inner and outer surfaces of the sample was observed to be dry; however, several small white specks of dried drug residue was observed on the outer surface of the blue winged luer cap which suggested a small leak may have occurred when the leak was observed. Further examination was performed which found a slightly untightened blue winged luer cap. The cap was not securely tightened which may have initially caused the small leak at the blue winged luer cap. Therefore, the cause of leak inside the bag was potentially due to a use error by not securely tightening the blue winged cap. The reported condition was verified. The cause of the condition was due to a user error by not tightening the blue winged cap. A nonconformance has been opened to address this issue. The product labelling, instructions for use indicates the winged cap should be securely connected to the flow restrictor after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.